Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room after receiving multiple inappropriate high voltage therapy due to atrial fibrillation with rapid ventricular response falling in the ventricular fibrillation zone. On the next day, the patient received defibrillation threshold testing to reassure the patient did not have ventricular tachycardia with atrial fibrillation. The testing was successful and the patient was discharged. The patient condition was stable before and during the event.